Event description:
As reported from a clinical study, during the transseptal transcatheter mitral valve replacement (tmvr) procedure with a 29 mm sapien m3 valve, the valve was implanted high to avoid left ventricular outflow tract (lvot) due to small neo-lvot of 166 cm2. The valve then began to slowly migrate atrially inside the dock. As a result, a second 29 mm sapien m3 valve was prepped. The second valve was placed more ventricular inside the first valve/dock and deployed. Post deployment of the second valve, it was noted that the patient had a large pericardial effusion coming from the left ventricle (lv). A pericardiocentesis was performed, but after consulting with the patient's family, a decision was made to suspend all efforts to treat, and the patient passed away in the cath lab. Subsequently, additional information was received revealing during the beginning portion of deployment of the first valve, the valve had slightly migrated atrially. Due to rapid inflation and late corrective action on the guide sheath (gs), the valve landed higher inside the dock and missed the medial aspect of the encircling turn. During echocardiogram evaluation of the lvot gradient, the fluoroscopy showed the valve had moved more atrially with the outflow at the second, ventricular functional turn. Rapid ventricular pacing (rvp) was initiated to decrease the blood pressure (bp) and the commander m delivery system balloon was inflated inside the valve to prevent further migration. A second commander m delivery system and second 29 mm sapien m3 valve were then rapidly prepped and readied for implant. The first commander m delivery system was withdrawn and the second commander m delivery system with crimped valve was inserted without any issues. The second valve was positioned distal to the first valve and was slowly deployed. During inflation, the distal portion of the commander m delivery system balloon and outflow of the second valve, which had been crimped on the center of the balloon, began to inflate. This caused the commander m delivery system balloon to shift more ventricular during inflation. Post inflation, the commander m delivery system balloon was pulled proximal, and it was inflated again to expand the inflow of the second valve. Post deployment of the second valve, the echocardiogram showed there was a large pericardial effusion. Pericardiocentesis was initiated in conjunction with cardiopulmonary resuscitation (CPR). During pericardiocentesis, the echocardiogram showed there was a color flow jet located at the mid-apical portion of the posterior left ventricular (lv) wall consistent with a perforation. After consultation with the patient's family, a decision was made to discontinue all life saving measures and the patient passed away. It was indicated that there was no allegation of an edwards device deficiency or edwards device malfunction causing the first valve to be malposition and migrate.

Manufacturer narrative:
The complaint device, commander m delivery system - model 9880cm29clpd, is not sold or marketed in the us; however, it is deemed similar to the commander delivery system - model 9600lds29, PMA # p140031. The PMA/510k field will be blank. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. Fluoroscopy showed the first valve implanted was malposition after post-dilation. Fluoroscopy showed the second valve was not within the valve alignment markers prior to inflation and during inflation. Fluoroscopy showed the second valve deployment was not on the working length of the balloon and final valve positioning. A transesophageal echocardiogram (tee) image showed the mid-apical segment of the posterior left ventricular (lv) wall injury. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the sapien m3 system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the second valve not being prepped properly on the second commander m delivery system which led to the second valve not being positioned between the valve alignment markers prior to valve deployment that subsequently resulted in a perforation was confirmed from the imagery provided. As reported, the first commander m delivery system was withdrawn and the second commander m delivery system with crimped valve was inserted without any issues. The second valve was positioned distal to the first valve and was slowly deployed. During inflation, the distal portion of the commander m delivery system balloon and outflow of the second valve, began to inflate. This caused the commander m delivery system balloon to shift more ventricular during inflation. From post-procedural fluoroscopy review, it was noted that the second valve was not prepped properly on the commander m delivery system. It was believed that this contributed to the pericardial effusion. It was clarified that the second valve was crimped too proximal on the commander m delivery system balloon. For a normal valve preparation, the valve is positioned and crimped between the two (2) valve alignment markers on the commander m delivery system balloon. A retrospective fluoroscopy analysis confirmed that the second valve was not properly prepped on the commander m delivery system. The second valve was crimped too proximal on the balloon, and not between the valve alignment markers. This led to the commander m delivery system balloon and guidewire diving into the ventricle at the beginning of the second valve inflation. The pericardial effusion occurred shortly after the second valve deployment. A review of the IFU/training materials revealed no deficiencies and there are proper instructions in the manuals to ensure valve is positioned in the correct location as well as a warning in the IFU for valve positioning. The pericardial effusion was the result of the second valve not being prepped properly, where the valve alignment step was not performed. The pericardial effusion was also the result of where the inspection to check the correct valve positioning on the balloon was not performed. Tee images revealed a suspected mid-apical segment of the posterior lv wall injury. This lv wall injury was likely caused by the second commander m delivery system balloon/guidewire in the setting of small ventricular anatomy. Not checking the valve alignment during crimping and missing the verification step was noted to be due to the first valve migrating and the need to deploy the second valve quickly to stabilize. As such, the available information suggests that incorrect valve alignment during crimping may have contributed to the event. At this time, no edwards product defects, or labeling deficiencies were identified. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.